Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying inaccurate erratic readings. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 8:15 am on (B) (6), 2010. The patient claimed that she tested her blood glucose on the subject meter and obtained blood glucose results of ¿166 and 231 mg/dl,¿ performed within 20 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The cca documented that the patient manages her diabetes with insulin (self-adjuster). The patient confirmed that she did not change her usual diabetes routine despite the alleged product issue. An hour after the reported meter issue started, the patient claimed that she became sweaty, nauseous, and tired. It is not known if the patient attempted to test her blood glucose on any meter at the onset of her symptoms. However, the patient denied receiving any medical treatment as a result of the reported issue. During the troubleshooting session, the cca verified that the patient was using a correct technique for testing her blood glucose with the reported meter. The patient did not have a control solution to perform a quality control test on the subject meter at the time of the call. Per protocol, the meter, test strips, and control solution were replaced. This complaint is being reported because the patient claims she obtained inaccurate erratic readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.